Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. 626680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included vaginal pain, fibroids, multigravida, parity 3, redness, wound oozing, swelling nos, fever (greater than 100.4,), dizziness, lightheadedness, bleeding vaginal, uterine leiomyoma and post procedural pain. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced back pain ("back pain"). On (B)(6) 2008, the patient experienced headache ("headaches") and migraine ("migraines"), 22 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and uterine scar ("scar formation within the intramural portion of the uterus"). The patient was treated with paracetamol (tylenol) and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension and uterine scar outcome was unknown and the headache, back pain and migraine was resolving. The reporter considered abdominal distension, back pain, headache, migraine, pelvic pain and uterine scar to be related to essure. The reporter commented: she need for additional surgery. Discrepancy to be noted in essure insertion date as previously reported (B)(6) 2005 and now in pfs as (B)(6) 2008. The right cornua had 1 visible coils and the left cornua had 1 visible coils. A successful placement occurred bilaterally. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs and mr were received: essure device coding was updated. Essure insertion date was updated. Lot number was added. Events: migraines and uterine scar were added. Historical drug and concomitant conditions were added. Treatment drug was added. Reporter causality comments were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. 626680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included vaginal pain, fibroids, multigravida, parity 3, redness, wound oozing, swelling nos, fever (greater than 100.4), lightheadedness, bleeding vaginal and post procedural pain. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced back pain ("back pain"). On (B)(6) 2008, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and uterine scar ("scar formation within the intramural portion of the uterus"). The patient was treated with paracetamol (tylenol) and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension and uterine scar outcome was unknown and the headache, back pain and migraine was resolving. The reporter considered abdominal distension, back pain, headache, migraine, pelvic pain and uterine scar to be related to essure. The reporter commented: she need for additional surgery. Discrepancy to be noted in essure insertion date as previously reported (B)(6) 2005 and now in pfs as (B)(6) 2008. The right cornua had 1 visible coils and the left cornua had 1 visible coils. A successful placement occurred bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: device monitoring procedure not performed was added as a event. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. 626680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included vaginal pain, fibroids, multigravida, parity 3, redness, wound oozing, swelling nos, fever (greater than 100.4,), dizziness, lightheadedness, bleeding vaginal, uterine leiomyoma and post procedural pain. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced back pain ("back pain"). On (B)(6) 2008, the patient experienced headache ("headaches") and migraine ("migraines"), 22 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and uterine scar ("scar formation within the intramural portion of the uterus"). The patient was treated with paracetamol (tylenol) and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension and uterine scar outcome was unknown and the headache, back pain and migraine was resolving. The reporter considered abdominal distension, back pain, headache, migraine, pelvic pain and uterine scar to be related to essure. The reporter commented: she need for additional surgery. Discrepancy to be noted in essure insertion date as previously reported (B)(6) 2005 and now in pfs as (B)(6) 2008. The right cornua had 1 visible coils and the left cornua had 1 visible coils. A successful placement occurred bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), back pain ("back pain") and abdominal distension ("bloating"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, back pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, back pain, headache and pelvic pain to be related to essure (ess205). The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.